Event description:
See also manufacturer report 3004209178200805974. It was reported that the patient experienced a shocking/jolting sensation at least twice a day and pain/discomfort at the lead site that radiated down the legs. She was told during recent surgery that her lead had migrated from its original implant location . Further information is being requested from the hcp.